Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A lead revision procedure was performed due to decreased r wave and lead impedance. Prior to the procedure, diagnostic imaging was performed and confirmed lead insulation externalization. The lead revision was not completed due to patient anatomy and will be scheduled for a later date. The patient was in stable condition following the procedure, and will be monitored remotely.

Event description:
The riata lead was capped and replaced by a competitor lead. The patient was in stable condition following the procedure.